Event description:
Facility: (B) (6), (B) (6). Synopsis: the hospital reported a serious reportable event [sre] on 6/22/10 regarding a surgical burn from an instrument that occurred on (B) (6) 2010. A bovie tip cauterizer and senn retractors were used during the surgery. On completion of the breast biopsy, the surgeon noted the incision edges had a full thickness burn. The edges were excised 1-2 mm for wound closure and healing. During inspection of the senn retractors, a small crack was noted in the insulation coating. The cause of the burn was due to the bovie tip touching the metal exposed in the crack of the insulation of the senn retractor. Although central sterilization staff inspects surgical instruments, no documentation is logged regarding the inspections, and there are no policies and procedures for the inspection process. The senn retractor was coated with insulation per surgeon request at an outside agency and not mfg as such. The pt was informed of the incident/burn that occurred during surgery at the one week follow up visit. The surgeon said he preferred to tell the pt at that visit. The pt letter regarding the sre was mailed after one week. The incident occurred as reported. Deficiencies were cited.

Event description:
It was reported that there were problems interrogating the device. It would constantly switch from loading to locating device. The same problem persisted after numerous troubleshooting attempts. The physician decided to explant the device.

Manufacturer narrative:
The field experience of inability to interrogate the device was verified in the laboratory. A register in the device had a parity error. Due to parity error, the device would reset during the interrogation. This caused the interrogation to be incomplete. Upon clearing the reset, the device's functionality was tested manually on the bench and on the automated electrical test system. All device functions tested normal.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.